Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was in the 30's mg/dl when she woke up. The customer was advised to eat more. The customer stated that she does not remember anything from friday. The customer stated that she felt paralyzed from the left side. The customer fell to the floor and was able to call her godson. The paramedics were called. The doctor stated that the nurse did not record the changes in settings.